Event description:
Pt self tester alleging discrepant low result; pt's inratio 2.8, 2.5 vs dr's inratio 3.8. Customer reports not feeling well and some bleeding after testing prompted her to contact her doctor and go in for testing.

Manufacturer narrative:
Investigation pending.